Event description:
It was reported that alerts triggered for high rv coil impedance on the single coil rv lead implanted in the septum and high svc (superior vena cava) coil impedances of the rv lead implanted in azygous vein. Rv defib coil impedance trends showed sudden jumps in measurements. It was noted that provocation tests show variable impedance on both hv (high voltage) impedances. A possible rv defib coil fracture is suspected. Additionally, an svc coil fracture is also suspected; however, it was noted that considering the similar rv/svc impedance pattern, it could be an interaction between both vectors because the svc is still included in the pathway to measure rv coil impedance. Both rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: 693565 lead implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that therapies were programmed off for both leads.